Event description:
Hip replacement led to much pain in left hip; impossible to climb stairs leading with left leg because leg would not tolerate any weight. I was told by the orthopedic clinic, where I had the surgery, that a depuy pinnacle system had been used to replace my hip. Physical therapy late feb to early april.